Event description:
Related manufacturer reference number: 2017865-2022-02652. . It was reported that the patient presented in clinic for generator exchange procedure. It was noted that the right (rv) and left (lv) ventricular leads had high capture thresholds. The patient was asymptomatic. The rv lead was extracted and replaced, and the lv lead was kept as is. The patient was stable throughout the procedure.